Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. UDI information (d4) and 510k (g3) are not provided within this report as this product (model a-tfdm-df) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, a cardiac tamponade occurred which required a pericardiocentesis. While radiofrequency ablation of the cti, the patient's blood pressure dropped. Fluoroscopy and an echocardiogram diagnosed a cardiac tamponade. Protamine was administered IV and a pericardiocentesis was performed and 500ml was drained. The patient is stable after leaving the room. The physician thinks the cti anatomy complicated (trabeculations) and an old patient with thin cardiac tissues contributed to the perforation. There were no performance issues with any abbott device.